Event description:
The customer reported that the high-definition 3cmos autoclavable camera head has noise in the image by moving the cable (subject can be recognized). The problem was found during pre-use inspection/prior to sedation before an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The MDR supplemental report is being submitted to provide updated fields, corrected fields, and final investigation results. Corrected fields: b5. A DHR review was completed, and no issues were identified. The DHR confirmed that the subject device was shipped in accordance with specifications. The device was returned to the regional repair center for evaluation and the customer's allegation was confirmed. The device evaluation found noisy image was reproduced. The evaluation also found flooding of cable and imaging section. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the performance of this device.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported that the high-definition 3cmos autoclavable camera head has noise in the image by moving the cable (subject can be recognized). The problem was found during pre-use inspection/prior to sedation. There were no reports of patient harm.